Event description:
Patient undergoing cystoscopy and insertion of right ureteral stent interpretation radiograph images. Foley catheter placed in bladder without issue. 60cc of lidocaine plain was instilled into the bladder. Catheter was plugged and remained for an hour during anesthesia recovery. Pacu (post-anesthesia care unit) nurse hooked the foley to gravity drainage and patient transported to unit. It was noted that urine was leaking around catheter. Foley removed and a hole was noted in the side of the tubing where balloon should be inflated. No injury to patient.